Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had a crack near the battery cap compartment. The insulin pump went blank. The customer went swimming and had no issues but the insulin pump started to alarm critical pump error. Customer's blood glucose level was 11.0 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and unable to download due to corroded electronic assembly. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. Corrosion was also found on the motor and the force sensor during visual inspection. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay and minor scratched lcd window.